Event description:
The customer observed several cell-dyn sapphire probe aspiration failures where the probe failed to reach the upper position. The customer removed the cell-dyn vent needle and found it was bent, therefore, a replacement vent needle was installed. The customer confirmed no further aspiration errors were generated after the part replacement and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.